Event description:
Patient was implanted with clickx implant at l4-l5 on an unknown day in 2007. On an unknown date, patient complained of back pain and requested to have the hardware removed. Patient returned to the or on (B)(6) 2012 for removal of hardware. During this procedure surgeon discovered one screw was broken at the top of the head at an unknown pedicle location. All hardware was removed and replaced with matrix rods and screws. This is 1 of 12 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.